Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet is confirmed; however, the exact cause is unknown. One photograph of a 3cg stylet was returned for evaluation. An initial visual observation of the photograph showed the yellow-colored plastic tubing of the stylet was completely detached and the core wire of the stylet was broken. No details of the break sites could be seen in the returned photograph. Several bends were observed in the plastic tubing and core wire of the stylet. Use residues were observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "after a couple of passes with the copper tip of the wire, it was pulled out of the patient and the tip completely sheared from the rest of the wire. It was a difficult PICC to get to drop in the svc and had to pass a couple of times to get it to drop. There was some resistance pulling the wire out, which is when it sheared. The sheared wire did not get stuck in the patient." No other information was provided.

Event description:
It was reported by the customer, "after a couple of passes with the copper tip of the wire, it was pulled out of the patient and the tip completely sheared from the rest of the wire. It was a difficult PICC to get to drop in the svc and had to pass a couple of times to get it to drop. There was some resistance pulling the wire out, which is when it sheared. The sheared wire did not get stuck in the patient." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.